Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 12 yrs postop a right total hip replacement returned with issues, this (B)(6) y/o male patient experienced a revision of a crown cup. Cup appeared well fixed with limited wear. The surgeon noted and had concerns about the version of the crown cup on x-ray and decided on an acetabular revision. The cup was revised to a s&n and an exactech 40mm option head and sleeve were used. Patient was last known to be in stable condition following the event. The device is not available for evaluation per facility requirements. Additional information received indicates that patient had pain and as stated he was not happy with the version of the cup.